Manufacturer narrative:
(B)(4). The customer reported an unexpected shut down during a patient event. There is no report that device behavior impacted patient outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unexpected shut down during a patient event. There is no report that device behavior impacted patient outcome.